Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 5atm before increasing to nominal pressure upon first inflation. The device was removed using normal method without issue and the procedure was completed with another of same device. No complications were reported and patient was good post procedure.